Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) device experienced pacemaker mediated tachycardia (pmt). The health care professional (hcp) noted that post pmt break was around or faster than 130 beats per minute. In addition, the patient was septic which might be the reason for elevated heart rate. To date, this device remains in service. No adverse patient effects were reported.